Event description:
It was reported that the minicap had a leak. The home patient (hp) correctly closed the catheter and no issues were noted with the minicap. However, after some time, before the next therapy, the hp had noticed that the minicap was leaking. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned picture of the sample, excess of the iodine was noticed at the junction of the disposable set. No cracks were noted on the minicap. During manufacturing process control test no deviation has been found. The root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.